Event description:
It was reported a cot dropped a couple of notches down from the highest position. No injuries were sustained.

Manufacturer narrative:
The customer has admitted that the cause of this event is customer misuse.